Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis revealed that a magnet application was detected by the device on (B)(6) 2019. As a result, a message box was shown on the programmer screen at first interrogation on (B)(6) 2019 at 10:02am, informing about the magnet application and asking whether the anti-tachycardia detection should be disabled. This message box was closed by pressing the button - yes - at 10:03am, which led to the clinical observation. There was no indication of a device malfunction.

Event description:
Upon interrogation the ICD therapy for the patient was disabled. The last interrogation record the office had matched the last followup date on the programmer, and therapy was enabled. The office did not have a reason why the ICD therapy would be programmed off. Patient did not report any surgeries or radiation therapy. Ram dump received for analysis. Device remains implanted.